Event description:
It was reported a clearlink system non-dehp solution set leaked from an unspecified location. Additionally, the event occurred after the set had been primed with saline. The set was sent to the unit; however, the leak was observed prior to patient contact. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon additional information, the leak was observed "at the drip chamber". H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.